Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated that the numbers are increasing on the display screen when they attempt to enter their carbohydrate amounts. Customer also stated they removed the batteries from the device and reinserted, but that did not resolve the issue. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 84 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Insulin pump had an intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.